Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. During evaluation stryker observed a small resistance while inserting batteries into the device, requiring extra force to fully seat the batteries into the device. The device's electronic data indicated the device was switching between both batteries during the event, which occurs when the battery is not fully seated in the battery well. The cause of the reported issue is user error.

Event description:
The customer contacted stryker to report that their device would not turn on and shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.